Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with an inset infusion set after a supply change, with a recorded peak blood glucose of 400 mg/dl and persistent elevations for approximately 2.5 hours despite reported insulin delivery; troubleshooting identified an improperly primed tube initially and, upon site change, a bent cannula at 90 degrees from the removed infusion set, and the user¿s glucose decreased to 197 mg/dl after site replacement and meal announcement. Symptoms included elevated blood glucose. Outcomes included temporary impairment requiring device troubleshooting and infusion set replacement without medical intervention. Investigation included technical support guidance, verification of cartridge volume and connection, tubing fill assessment, site inspection, and user education with instructional materials. Investigation of this case revealed infusion set cannula deformation and probable inadequate priming prior to correction. It was concluded that the hyperglycemic event was attributable to infusion set failure due to a bent cannula with contributory improper priming. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.